Event description:
The devices were used during laparoscopic procedures. It was reported by the rep. The customer is concerned about not getting longevity with product. In past one instrument would complete procedure, now it does not. Customer wants to know if co has changed the product, such as the insulation thickness. There was no consequence to the pt.